Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. In an email, the patient stated they are hypo unaware and don¿t get symptoms until they are having a seizure. When a fingerstick was taken, the cgm was reading 76 mg/dl, and the blood glucose reading was 36 mg/dl. The patient was treated by the family with baqsimi nasal glucagon. The patient recovered after treatment, and it was not stated any further treatment would have been necessary. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.